Manufacturer narrative:
H11 h3, h6 the reported device was received for evaluation. A visual inspection performed found no defects were found in the equipment. During the functional assessment, it was identified that the equipment was not generating plasma at the tip when activated via the foot pedal. Subsequent technical analysis revealed a poor contact on the circuit board. After corrective action and proper reinstallation, the equipment was tested in accordance with the manufacturer¿s procedures and has been verified as fully operational and ready for use. Insufficient product identification information was provided a device history record evaluation. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The root cause was associated with a component failure. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors which could have contributed to the reported event, include a loose connection, or an out of calibration rf printed circuit board. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during an ent procedure, the handpiece did not work when the pedal was pressed on the coblation controller, so it could not be used for the procedure. It is unknown how the procedure was performed; however, there was a delay greater than 30 minutes. The patient was not exposed to additional anesthesia. No further complications were reported.